Event description:
The account alleged the head section runs down when power is applied. No pt impact.

Manufacturer narrative:
The account found left head down switch was crushed causing the motor to run constantly. The account replaced the left caregiver switch label to resolve the issue.